Manufacturer narrative:
(B)(4)

Event description:
It was further reported that there were a number of nst (non-sustained tachycardia) episodes that showed noise being sensed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that there was high impedance and a confirmed lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.